Manufacturer narrative:
There was no patient or user injury. Results: the screws connecting the tubehead to the yoke were not staying secure. Conclusions: the scissor arm and tubehead will be replaced under warranty.

Event description:
Four screws that attach the tubehead were repeatedly coming loose.